Event description:
Patient (B)(6). It was reported that suture placement in the right common femoral artery was done with two perclose prostyle devices using the pre-close technique via a 6f sheath hole prior to an interventional transcatheter aortic valve implantation (tavi) procedure. The sheath was upsized to a 9f sheath and the tavi procedure was completed. Reportedly, the suture knots of the two prostyle devices were successfully advanced to the vessel wall and tightened (worked as intended); however, a backwall stitch was thought to have occurred and hemostasis was not achieved. Occlusion of the right femoral artery was suspected. Hemostasis was achieved after two stents were implanted at the tavi access site and timi 3 flow was restored. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effects of hemorrhage and occlusion are listed in the perclose prostyle instructions for use as known patient effects of use with suture mediated closure device procedures. Based on the information received, the investigation was unable to determine the cause of the reported issue. Factors that may contribute to a backwall stitch include, but not limited to, vessel pinched by suture, lateral puncture or the device used in a femoral vessel < 5mm. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch report number.